Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to deflate. Allegedly, an incision was made at the inflation port, in order for the device to successfully deflate.

Manufacturer narrative:
Received only the catheter, cut into 2 pieces; the funnel was 6.3cm and the tip was 35.8cm. Due to poor condition of the returned sample, a complete evaluation could not be performed; therefore, was unconfirmed. The sample was visually evaluated and no pinch or blockage was observed. Per the functional testing, water was inserted, using a needle syringe, into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. The deflation time was unable to be determined due to the poor sample condition. It was unable to be determine what elements existed during the placement and use of the catheter. The following were the results of the dimensional evaluation: concentricity (full inflation volume) n/a, eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 6/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 16 thou, inflation lumen coverage 12 thou, balloon thickness (average) 28 thou, reinforcement 205 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to deflate. Allegedly, an incision was made at the inflation port, in order for the device to successfully deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had difficulty deflating. Allegedly, an incision had to be made at the inflation port, in order for the device to successfully deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to deflate. Allegedly, an incision was made at the inflation port, in order for the device to successfully deflate.